Event description:
Reporter claims the gas cylinders are not holding the end user in place. They seem to be giving such that the chair will start tilting back on its own. This caused a slight injury to the end user. The chair started to tilt back on its own, the end user's arm fell off the armrest and lodged between the armrest and the seat. The chair then started to tilt forward again and this caused a bruise to the end user's arm. The bruise has now cleared and according to end user's relative, arm is fine.